Manufacturer narrative:
Correction on the previously submitted supplemental emdr (MFR report #: reporting become aware date should be 01/26/2026. Emdr date due should be 02/25/2026.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An incident occurred involving the 226 cm (89") ext set with 4-gang stopcock, 7 microclave¿ clear (red ring), 6 check valves, pole mount, clamp, and rotating luer. The reporter noted that during medication injection through one of the central venous catheter lines, the anti reflux valve closest to the patient dislodged, causing the medication solution to leak out. The valve¿s internal membrane had also come out. As a result, no medication entered the patient. The valve continued leaking saline solution, which was being used for resuscitation. The device was immediately clamped, treatments were paused, and the physician was informed. The set was then replaced, and therapy was resumed. The manifold had been installed earlier that morning after a colleague completely replaced the line during the day shift. The issue was noticed after administering 20 ml of 30% glucose through the manifold for hypoglycemia management. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to mfg: 1/2/2026. One (1) used. List #011-mc33830, ext set w/4-gang stopcock, 7 clave¿ was returned for evaluation. As received, one of the seals of one microclave was observed to be popped out, the whole was returned partially, no additional damage or anomalies were noted beside the mentioned one. The y-port was dissembled and residual of fluid due to the medication was noted in the spike, no additional damage or anomalies, the seal was putted back into the spike, and this was confirmed works as expected. Complaint of disconnection / loose connection can be confirmed. The probable cause is unknown. The device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.